Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, as the rx vision stent delivery system (sds) was being loaded into the pilot 50 guide wire, there was resistance. Upon removal of the sds, the stent dislodged onto the guide wire out of the anatomy. Another vision stent and a balance middleweight (bmw) guide wire were used without any issue. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.